Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female underwent primary breast augmentation with 425cc saline mentor smooth breast implants and experienced bilateral capsular contracture postoperatively. As a result, underwent device removal and replacement with 650cc mentor memorygel breast implants, catalog number shpx650, serial numbers (B)(4)on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on march 6, 2020, mentor became aware of the correct date of event. On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).